Event description:
Complainant alleged that the medics were responding to a call for a patient (age and gender unk) who had been hit by a train. The medics were attempting to monitor the patient for "determination of death", but the device screen displayed an intermittent "check electrodes" error message. The medics determined that the patient had expired, and there was no need for any CPR to be performed.the complainant indicated that the reported device malfunction in no way impacted patient care, and that the patient was subsequently declared dead. Please reference medwatch report #1220908-1999-00403, which documents a subsequent malfunction that occurred with the same device, but on a different patient.